Event description:
It was reported the patient experienced loss of stimulation. Diagnostics showed low impedance values and x-rays identified the scs lead tails had pulled out of the scs ipg header. The ipg was explanted and replaced. Prior to the implant of the new ipg, the lead exhibited normal impedance values. However, the lead developed invalid impedance while the patient was in recovery (reference MFR. Report: 1627487-2014-03442).

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.